Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported after intra-aortic balloon insertion the customer noticed blood in the tubing. The iab was removed and a new iab was inserted. There was no reported injury to the patient.